Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed fault code 1003 which indicates a low voltage alert. Boston scientific technical services (ts) advised to save to disk for analysis to provide the timeframe for device change out. Attempts to obtain additional information were unsuccessful. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.